Manufacturer narrative:
Analysis: upon receipt, visual inspection revealed massive dark body fluid contamination stains on the fiber bundle .there were no clots or fibrin located on the fiber bundle or heat exchanger; however, very dark staining on the bundle is not typical for a used returned oxygenator. Further inspection did not identify any external damage to the outer casing and ports of the oxygenator. The device was thoroughly cleaned and forwarded to the failure analysis lab for performance testing. The device was run with fluid at 3 l/min at 23 psi backpressure for ten minutes. There were no internal or external leaks observed. Next, the gas cap was pressure tested to 30 mmhg for ten minutes with no leaks from either the gas cap or seals observed. The device was then run with bovine blood at 7l/min with the following results: 02 transfer was 345 ml/min, which was slightly lower than historical data, averaging 368 ml/min. Co2 transfer was 292 ml/min, which historical averages of 296ml/min are noted. Blood side pressure drop was with specification at 98 mmhg. Conclusion: analysis confirmed the poor o2 gas transfer that was observed clinically. Lab results confirmed slightly lower o2 transfer compared to historical average. The stained condition of the device suggests the surface area of the fiber bundle was reduced; therefore, affecting o2 transfer. Review of pump and drug information provided by customer as well as manufacturing records were inconclusive as to cause of this anomaly. A review of the device history record did not identify any nonconformances prior to being released for distribution. There were no adverse patient effects reported as a result of this incident. A review of our complaint database dose not identify any trends related to this issue.

Event description:
Medtronic received information that during the bypass procedure, this trillium coated oxygenator exhibited poor o2 gas transfer despite high fio2 levels. The device was removed, replaced, and returned for analysis. There were no adverse patient's outcomes reported, due to this incident.